Event description:
The initial reporter stated that the pump air in line did not operate as expected. They stated that it failed to alarm. At the time of the complaint the initial reporter advised that the patient had not experienced any adverse effects due to the complaint. They stated that no other information was available. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmd.